Event description:
It was reported that the battery needs replaced. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3 and h6 - health impact and evaluation codes: updated device evaluation: one device was returned for investigation. The tamper seal had been removed. Visual inspection found a cracked case, contamination from fluid ingression on the occlusion sensors. Review of the error history log (ehl) found "battery depleted" from 9/20/2022 9:26:00 am and "0963> error 1310" from 9/20/2022 9:26:00 am. Functional testing confirmed the complaint. The device was displaying "1310" error code message on power up. Checked clock batery date which had reached the level clock battery date; service was required. Root cause was attributed to a cracked case. What caused the crack could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the front housing assembly, cleared error code 1310, and replaced clock battery.